Event description:
Boston scientific crm received information that a chest x-ray was performed and revealed that this atrial lead had dislodged. A revision procedure was performed; the lead was successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead was repositioned and remains implanted. Should additional information become available an amended report will be submitted.